Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet repeatedly displayed alert 65 instructing a restart, which recurred multiple times despite restarts, consistent with an audio alarm current fault and an alarm malfunction. Symptoms included no changes in blood glucose levels. Outcomes included the use of backup therapy and the shipment of a replacement device. Investigation included user troubleshooting and education with follow-up regarding device return. Investigation of the returned device revealed an alarm restart malfunction consistent with an audio over/under current condition. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction of the audio alarm circuitry.